Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: added device code 2017/failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, femoral imaging was not performed. In the beginning of the procedure, the prostar device could not be advanced over the guide wire. The suture of a new prostar device was successfully pre-placed. After the evar procedure, hemostasis was achieved with the pre-placed prostar suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty advancing the device over the guide wire was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was submitted for scanning electron microscopy (sem) analysis. The results noted the separation of the internal lumen may be attributed to a material/processing discrepancy. The separated end had a jagged appearance. Analysis of the edges revealed alternating thick and thin material at the separation. No significant mechanical damage was observed. Manufacturing engineering reviewed the reported details, sem and returned device analysis, and deemed the reported difficulty advancing the device over the guide wire to be related to a potential product quality issue. It was reported that femoral angiogram of the access site was not performed. It should be noted that the instruction for use states, ¿perform a femoral angiogram to verify location of access site.¿ therefore, the absence of performing femoral angiogram would not have contributed to the report difficulty. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to a potential product quality issue due to internal lumen processing. The absence of performing femoral angiogram would not have contributed to the report difficulty. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Correction: d9 - device available for evaluation: updated from ni to yes.

Event description:
N/a